Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported via an FDA medsun report, during a procedure involving drainage of an abscess in interventional radiology, a bentson straight fixed core wire guide separated. Ultrasound-guided access to a target in the right pelvis was obtained with a 19-gauge needle. Initial wire placement and exchange was complicated due to "locking of the wire within the tissues" and "mechanical failure" of the "center of the wire core". Reportedly, numerous exchange attempts over dilators and an unspecified kumpe catheter failed. A piece of the wire reportedly fractured and remained in the patient. Per the reporter, the wire fragment was retained within an anterior lower pelvic muscle. Additional information was received from the customer. The anatomy was not calcified or scarred, and the wire was not altered from its original condition prior to use. Resistance was encountered during insertion/advancement of the wire. The wire was not pulled or manipulated backwards through a needle or other metal instrument during the procedure. The procedure, which involved insertion of an 8.5-french pigtail catheter into the right pelvic fluid collection, was completed successfully.